Event description:
It was reported that the stent dislodged from the balloon into the patients left main (lm) while dottering the device to cross to the lesion. There were no attempts to retrieve the dislodged stent and the decision was made to deploy the stent in the lm. The procedure was continued and the patient was able to be treated successfully for the lesion in the obtuse marginal. No adverse patient effects were reported. No additional information was available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomical conditions were not reported with the case information which may have aided the investigation. It is possible an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation of the stent delivery system (sds) within the lesion/anatomy would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported failure to advance appears to be related to the operational context of the procedure; however, a conclusive cause for the reported stent dislodgement could not be determined.